Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was also reported that there were no delays as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.